Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate 3 lvas could not conclusively be determined. The account communicated that the patient had worsened anemia and guaiac stool. The patient was hospitalized and treated with acid suppression/gas and a blood transfusion. Additional information indicated that the patient also suffered from a major infection. The patient reportedly had moderate pulmonary edema and small right pleural effusions as well as superimposed pneumonia in the right lung. The patient was treated with parenteral antibiotics. Additional information also indicated that the patient experienced respiratory failure. The patient displayed hypoxia and ams. The patient was seen conversing and able to make his needs known; however, he was later found to have pulled out his trach. All reported events were determined to be resolved or resolved with sequela by (B)(6) 2020. Multiple attempts were made to obtain additional information regarding the reported events from the account; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding, localized infection, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU.

Event description:
It was reported that the patient came into the emergency room (B)(6) 2020 with worsened anemia and guaiac + stool, accelerated azotemia with known recent recurrent oozing at gtube site in stomach. The patient was treated with acid suppression/gas. On (B)(6) 2020 the patient had moderate pulmonary edema slightly worsened from prior and small right greater than left pleural effusions. The patient had superimposed pneumonia in the right greater than left lung, bases were not excluded. A rapid response team called for hypoxia on (B)(6) 2020 to the 50's and altered mental status. As per nursing, the patient was seen conversing earlier that day and was able to make their needs known, and when checked on later the patient had pulled out their own tracheostomy.

Event description:
On (B)(6) 2020, vancomycin was started. On (B)(6) 2020, avycaz 1.25g every 8 hours was started and meropenem 500mg IV every 8 hours was started. Patient complaining of dizziness and that he cant breath but appeared comfortable on vent settings. Over an hour later after patient cleaned up, patient appeared lethargic. Respiratory therapy was called. Patient was given 100. On (B)(6) 2020 patient was unresponsive. Arterial blood gases showed hypercapnia. (B)(6) 2020, exam then showed symmetric bilateral rhonchi breath sounds, symmetric chest rise, hum of lvad, slow opening eyes to painful noxious stimuli, peril. Not talking, moving lower extremities on rapid response called, and aspirated blood. On (B)(6) 2020 patient had severe sepsis. Patient was transferred to ccu on (B)(6) 2020.